Manufacturer narrative:
An event of device stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported device stenosis could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic valve was implanted in the patient. The patient was discharged normal and stable. Four months successive follow ups showed the valve was operating normally. During last two visits mild to moderate stenosis, then severe stenosis was noted. The patient was reported discharged.

Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.